Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was unable to fire pulses. The cause for the monitor failure was isolated to a defective u1004 component on the pca board. The root cause for the defective u1004 component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.